Event description:
It was reported that the patient experienced inappropriate anti-tachycardia pacing (atp) in response to atrial fibrillation (af) being diagnosed as ventricular tachycardia (vt). Device reprogramming was recommended to resolved the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the device was reprogrammed to resolve the event.